Event description:
It has been reported that the customer could not use the wireless footswitch in the examination and was able to use the foot switch in the control room. The system was in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer inspected the system on site and found that the customer could not use the wireless footswitch in the examination and was able to use the foot switch in the control room. Upon further troubleshooting action, found that the wireless footswitch was insufficiently charged. Fse suggested the user to use a wired footswitch. At the same time, fse requested that the user to charge the wireless footswitch. Fse asked the customer to check it again after charging the wireless foot switch. The customer has not contacted us since then, so fse closed the case. Intermittently the wireless connection between the base station and wireless footswitch is lost and the base station or footswitch remains in error mode. When the base station or footswitch is in error mode it blocks x-ray switching functions by means of the wireless footswitch. Other options like the wired footswitch or hand switch can still be used when available. Philips has initiated a medical device correction/field safety corrective action by providing customers with a medical device correction (z-2485-2023)/field safety corrective action (2022-igt-bst-011). The codes were updated based on the investigation outcome.